Manufacturer narrative:
H10: a voluntary recall has been initiated for the venovo¿ venous stent system 9f which was product catalog/lot number specific. Reportedly the proximal end of the stent does not immediately expand upon deployment. The proximal end of the stent remains connected to the delivery system. As a result of the field action, this event is being reported as a malfunction reportable event. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the device was not returned for evaluation. One provided x-ray video demonstrates complete deployment of the stent. The stent was adhering to the inner catheter in the area of the stent cushion. The video ends 1-2 seconds after complete sheath retraction with visibly adhering stent to the inner catheter which leads to confirmed result. Based on the information available the investigation is closed with confirmed result for stent expansion issue. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential worst case complications and adverse events potentially related to expansion issue such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, stent fracture, and misplacement. H10: (expiration date: 08/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that during a stent placement procedure in the left iliac vein via right femoral vein access, the proximal end of the stent did not expand upon deployment. It was further reported that after approximately two to three minutes later, the stent had been deployed by forcing the catheter delivery system as well as use of other intravascular devices to assist the stent's expansion. There was no reported patient injury.

Manufacturer narrative:
A voluntary recall has been initiated for the venovo¿ venous stent system 9f which was product catalog/lot number specific. Reportedly the proximal end of the stent does not immediately expand upon deployment. The proximal end of the stent remains connected to the delivery system. As a result of the field action, this event is being reported as a malfunction reportable event. The catalog number identified in section has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in common device name and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video and images were provided for review. The investigation of the reported event is currently underway. (Expiration date: 08/2024). Device not returned.

Event description:
It was reported that during a stent placement procedure in the left iliac vein via right femoral vein access, the proximal end of the stent did not expand upon deployment. It was further reported that after approximately two to three minutes later, the stent had been deployed by forcing the catheter delivery system as well as use of other intravascular devices to assist the stent's expansion. There was no reported patient injury.